Event description:
N/a

Manufacturer narrative:
Corrected fields : e1 ( event site address , event site city). Updated fields: b4,g1(contact person ¿ mfg site), g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) tested the machine and found that the drive regulator value was not within the criteria, causing calibrate: fail. Fse adjusted the vacuum setpoint and pressure setpoint values to be within the specified criteria. Calibrated the drive again, causing calibrate: pass. Tested the machine to be able to use it normally.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) shows a require maintenance warning. There was no harm or injury reported.

Manufacturer narrative:
Due to character restriction in block e1 event site name is (B)(6). E1 event site address is (B)(6). E1 event site city is (B)(6). A supplemental report will be submitted upon completion of our investigation.